Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgical intervention only. No information regarding full explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with two 375cc mentor smooth round moderate profile saline breast prostheses and experienced a breast cyst on the left side post-operatively, which required surgical intervention. In addition, the patient reported generalized illness symptoms including fatigue, breast pain, brain fog, body pain, depression, headaches, and hair loss post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On (B)(6) 2021, for better codification, the health effect - clinical code for cysts (e1802) was removed as it is not to be used in conjunction with generalized disorders. The patient did experience cysts, but it is to be considered a symptom of the generalized illness or disorder. Manufacturer¿s reference number: (B)(4).